Event description:
In 2008, boston scientific corporation was informed that during a procedure, the first resolution clip device clip successfully placed. When the second clip was deployed, it clipped over the first clip causing a piece of the metal to come off. The metal piece was not retrieved from the patient. The procedure was completed with another of the same device without any patient complications. Patient is "fine".